Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with a CAPA to the reported incident. Further, a review into the depuy mitek complaints system revealed (B)(4) similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of 2 vapr electrodes for ablation and coagulating, the face plate of the 1st electrode (this complaint file) fell off while setting up outside of the body. This electrode was replaced by a second same device/lot ((B)(4)) and the face plate of it came off; however this time the issue happened in the body. The fragment was no able to be retrieved; x-ray taken revealed that the fragment is in the subacromial space. The procedure was concluded successfully without further issue or harm to the patient. The surgeon does not think that the un-retrieved fragment will pose a problem for the patient. (B)(4).